Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed high ventricular rate due to noise oversensing causing automatic mode switch on the atrial (ra) lead. No changes or intervention was performed. The patient condition was unknown.